Manufacturer narrative:
Date of event: exact date unknown, event occurred in early 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5102941. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 203954.

Event description:
It was reported that the patient underwent a spinal cord stimulation scs explant procedure of the entire system. The patient experienced inadequate pain relief from the scs device however, it was assessed that the majority of the patients pain is osteoarthritis-based and outside the scope of the device. The patient was doing fine post-operatively. The explanted devices will not be returned as they were was discarded by the facility.